Event description:
It was reported that during a laparoscopically assisted vaginal hysterectomy procedure, the generator kept alarming. It is unk if there was an error code given. They took the device out and double checked the connection. But the generator kept alarming. Upon examining the device, the surgeon noticed the working tip/blade was missing. They looked around and found it on the floor. A new device was pulled and used to complete the procedure. There was no patient impact.

Manufacturer narrative:
(B)(4). Eval summary: the analysis showed that the device was returned with the distal tip of the blade broken off and missing. The remaining blade portion was scratched. Possible causes of blade damage including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in blade "lockout" later in the procedure, and continued usage can result in a broken blade. Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. The batch history records were reviewed with no anomalies noted during the manufacturing process.